Event description:
It was reported that a user tried to connect an ilet to a freestyle libre 3+ sensor but did not receive glucose readings and was unable to pair in the ilet app because the sensor had been initiated in the abbott app, which rendered the sensor in use by another device. No clinical signs, symptoms, or conditions were reported. Outcomes included the need to replace the sensor with no health impact. User support included troubleshooting and user education. Investigation of this case revealed that the sensor pairing failure was due to prior activation with a different application, consistent with a use error and incompatibility of a sensor already claimed by another device. It was concluded, based on previously established findings for similar reports, that the cause was user setup error leading to sensor communication unavailability.